Manufacturer narrative:
The patient's femurs were implanted bilaterally with precice nails. A company representative reported that the patient's left femoral precice nail broke, approximately eight (8) months after implantation. The patient had completed their lengthening treatment and was in the consolidation phase. The surgeon removed the patient's left precice nail and implanted a trauma nail, without incident. To date, the patient is doing fine. An evaluation of the returned device is in process. A DHR review for the device revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
A representative reported that a patient's left femoral precice nail broke after approximately eight (8) months of implantation; the patient was implanted bilaterally with precice nails. The patient had completed their lengthening treatment and was in the consolidation phase when the left femoral nail allegedly broke.